Event description:
Caller reported that she can see the pump was loose in the patient's pocket. Caller stated, the looseness may be due to weight gain and stated, the patient reported, she had a large weight gain. A catheter revision was done due to the pump pocket being moved. The pump was delivering morphine.

Event description:
Additional information: it was reported, the physician was unable to aspirate the catheter during after revising the catheter. The physician elected to not replace the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc, serial# (B)(4), implanted: (B)(6) 2010 explanted: product type catheter...accessory model# 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk...catheter model# 8598a, serial# (B)(4), implanted: (B)(6) 2010 explanted: unk. (B)(4).